Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection on the returned unit was performed and it was found that the sample was assembled according to specifications. A verification was made between the assembly of the spike and the chamber, and it was found that there was no solvent. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. The cause of the condition was determined to be a machine error. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during set up, the spike of a plexitron continu-flo solution set was observed separated from the drip chamber. There was no patient involvement. No additional information is available.